Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Customer¿s blood glucose ranged from 369-582 mg/dl. A trace of ketones were present. A new cartridge was successfully loaded and infusion site was changed. Customer resumed insulin therapy. Bolus and temporary basal rate was set to address bg. Pump system check was performed; no device issue was identified.